Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0lfkh, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Symptoms reported had sudden onset. This was first noticed 6 weeks ago. The patient was going 10-15 times at night and during the day doesn't seem to be working at all. Stimulation worked in (B)(6) and it seemed like the effects have worn off. The patient received implant for his prostate. The patient had not adjusted any of the settings yet. The patient saw hcp (healthcare provider) this morning ((B)(6) 2014) and was redirected to contact the manufacturer, patient services, for direction. It was noted: 1.4v, program 1 and stim was on. The patient typically doesn't feel stimulation. The patient decided he is going to start gradually increasing current program before switching programs. In later reporting, the patient noted, getting up more frequently since implant. The patient was wondering if he can use an electric blanket. When he lay s down and uses the electric blanket he was feeling the pulsating more. The patient was not sure if it is due to the electric blanket or the position. The patient was wondering if maybe he was getting up so often at the end of his sleep could be due to his age. Ot her than getting up towards the end of his sleep, the device has been controlling his symptoms wonderfully. After implant, the patient was getting up towards the end of his sleep about 2-3 times a night. Now, about a couple of months post implant he was getting up at night 6-7 times towards the end of his sleep needing to urinate. The patient had increased stim last week from 1.4 to 1.8. Over the weekend he turned down stim to 1.7 when he went to bed to make sure he was not damaging the ins. Then today ((B)(6) 2014) he increased stimulation back to 1.8. When he increased the stimulation he was feeling stim but it was not uncomfortable. The patient had then been increasing stim to 1.8 during the day. There seemed to be no difference in the symptom control at night when he decreases stim. He was still having to get up often towards the end of his sleep about the same amount of times. The patient planned to call his doctor for direction and will continue to keep a symptom diary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.